Manufacturer narrative:
Section b3: event date is estimated. It was reported to abbott, a patient experiencing a loss of therapy for approximately 8-9 months. The office ordered an x-ray to confirm lead positioning as the patient was no longer getting any paresthesia coverage from any contacts on the lead. The patient also stated that generator is depleting by half even when not in use over only a few days. When fully charged, the patient's ipg did not provide 24 hours of therapy before full depleted. Surgical intervention was taken where the lead and ipg were replaced. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:1627487-2023-05499 it was reported that the patient had been experiencing a recharge burden from their scs ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs ipg was explanted, replace and therapy was restored.